Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker is depleting faster than expected. An engineering analysis was performed and the allegation was confirmed. Boston scientific technical services recommended to replace the device. A surgical intervention was performed to explant the pacemaker. The pacemaker was returned for analysis and the allegation was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker is depleting faster than expected. An engineering analysis was performed and the allegation was confirmed. Boston scientific technical services recommended to replace the device. A surgical intervention was performed to explant the pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Field h1 was updated in order to capture that the type of reportable event is serious injury. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker is depleting faster than expected. An engineering analysis was performed and the allegation was confirmed. Boston scientific technical services recommended to replace the device. A surgical intervention was performed to explant the pacemaker. The pacemaker was returned for analysis and the allegation was confirmed. No additional adverse patient effects were reported.